Event description:
The customer reported that the insulin pump has been malfunctioning for the past two to three weeks, and she was experiencing high blood glucose of 400mg/dl the night before. The caller stated that the cannula was not bent, but it had globs in between. The customer changed the infusion set twice and had the same problem. Then she changed again and saw the insulin coming through. Troubleshooting was performed, and the drive support cap was protruded. The time, date, basal rates, and bolus wizard settings were correct. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive suppor disk was inspected and no anomaly noted. No unexpected no low battery alarm and the low reservoir alarm functions properly during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.